Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 glucose values were present in the dexcom app but not displaying on the ilet, consistent with cgm data not transferring to the pump; troubleshooting included toggling the ilet cgm setting between g6 and g7, starting the sensor, re-pairing with the four-digit code, and use of a magnet to prompt pairing, with the device indicating ¿sensor pairing.¿ symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical support review and user-level troubleshooting to restore sensor communication. Investigation of this case revealed a cgm communication/pairing issue between the dexcom g7 sensor/transmitter and the ilet without evidence of pump malfunction or therapy impact. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication difficulty likely related to pairing or connectivity.